Event description:
Additional information identified that manufacturer representative attempted communicating the ipg with the external devices and ipg failed to communicate. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, patient is doing well post operatively.

Event description:
Additional information identified that issue of inoperable ipg has been resolved. Patient is doing well.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent unrelated procedure (patient did not place the ipg in surgery mode) after which the ipg was unable to communicate with the external devices. Ipg was deemed inoperable. Troubleshooting was attempted to no avail. Cp logs are pending assesment. No further information is available at this time.